Event description:
Customer reports to have high blood glucose of 600 mg/dl and believes it may be due to no delivery. Insulin pump passed displacement test. After troubleshooting, customer was advised that insulin pump was working as designed. Customer was also advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.